Event description:
It was reported when using the bd vacutainer® push button blood collection set there was tube push off nonpatient end needle. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing push back with vacutainer, tube is popping off or not staying flush causing the tube to not fill completely."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-28. H.6. Investigation summary: bd received 11 samples from the customer in support of this complaint. The 11 customer samples were subjected to functional testing and there were no issues with tube push off or sleeve function being observed. Bd is unable to confirm the customer¿s reported failure mode of tube push off based on customer sample testing analysis. Bd is unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was tube push off nonpatient end needle. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing push back with vacutainer, tube is popping off or not staying flush causing the tube to not fill completely."